Manufacturer narrative:
Device not returned.

Event description:
The patient was anesthetized and under general anesthesia at the time of the fall. The surgeon asked for the operating room table to be rotated to the right. The tilt right button was pressed and the table turned 90 degrees to the left and the patient slipped off the table and struck his head on the operating room floor resulting in a laceration of his forehead. C spine precautions were immediately employed. A cervical collar was placed on the patient and he was put on a back board and placed on a stretcher.

Manufacturer narrative:
Attempts to reproduce the reported sequence of events were unsuccessful. Testing was performed on a used but well-maintained spinal table system, using a load that simulates an off-center patient, and operating the controls in various correct and incorrect sequences. It might be that the table broke in some way so as to release the lock spontaneously, but it is difficult to imagine what that failure mode might be, and impossible to discover it without an opportunity to examine the table on which this event was reported to have occurred. The cause of the reported incident remains unknown, and user error seems the most likely explanation.